Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A healthcare professional reported that a valved trocar cannula was found leaking during a vitreoretinal procedure. A plug was used to correct the issue and inserted at the entry end of the valve. The procedure was completed without consequences to the pt. A product sample has been requested for eval.